Event description:
The device kept doubling feeding, at one point it closed down on the duct and would not open back up. Pried the jaws open with hands to remove the device. The case completed with a new device of same product code. There was no patient consequence.